Manufacturer narrative:
Qc was out of range high despite multiple calibrations. There was no change in reagent blanks or calibration. Service is assigned to troubleshoot.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated calcium results generated by au5431 chemistry analyzer. The results were reported out of the laboratory. Subsequent testing on an alternate instrument produced lower results. There was no treatment based on the incorrect results.